Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - incomplete connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Additional information: "product surveillance contacted the home patient on (B)(4) 2012 in regards to a sample request and she did not have the bag or cassette available anymore. She said she never sent it back because she realized that there were no issues with the supplies and that it was her fault, she did not connect the heater bag and heater line correctly." Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Device is not available and not sent for evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The writer received a call from home care services in regards to a report from a nurse of a patient who reported to them that they had a heater line disconnect from the bag last night. The writer was connected to the nurse and she said that the patient woke up to an alarm and found the heater bag dry and the heater line detached from the heater bag. There was patient involvement but no reported injury or medical intervention. The writer received a call from the home patient on (B)(6) 2011 in regards to her report of a heater line that disconnected from her heater bag. She said she woke up to an alarm, some system error alarm, she could not recall the numbers after it. As soon as she woke up and noticed the heater line detached from the heater bag she disconnected and turned the machine off. She did not reconnect. She did not have a lot number available, but she did have both the heater bag and the cassette. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.